Event description:
Initial resul for a pt acetaminophen was 230.8 result wa questioned, so tech ran controls and they were out of specification. The incorrect result was not used to guide pt therapy. The field service rep. Was unable to confirm any malfunction of the system.